Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had intermittent power when the power cord was moved. Analysis could not confirm a telemetry issue with the programmer. It was also indicated that the battery would not charge. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer would not identify a device. The radiofrequency head was replaced but the programmer was moved and turned off. The slightest movement caused the programmer to shut down as the programmer seemed to have a power short. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Battery light emitting diode (led) analysis revealed no led indications. The battery was inserted into an operating encore programmer, the programmer charge led flashed. When ac power was removed from the programmer the programmer shut down. The battery was reinserted and attempted to be charged for 15 minutes, when ac power was removed again, the programmer shut down again. Battery data indicated a critical battery failure and a permanent battery failure. Conclusion: confirmed the failure found during service and repair that the battery pack would not charge. Confirmed battery pack failure. If information is provided in the future, a supplemental report will be issued.